Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that damaged donut and bad cord by donut. Scrapped due to failed on bench test but passed on tester. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient did not have her external devices with her. The reason for call was patient reported there charging system is acting up for probably 6 months to a year. Patient stated they start charging and controller shuts off and say something about the battery and call manufacturer. Patient stated she didn't have her equipment with her to troubleshoot. Patient will call patient services back when they have their external devices with them. Additional information was received from a patient (pt). Pt says they did hear back from rep after we emailed them stating that they met with them and "they programmed it for me". Pt says that when they are charging they see a screen saying to call manufacturer but they don't remember what it was. Pt is charging now on the call and tried moving the cord a little but couldn't get the screen to recreate. If they reset controller it works but if the recharger (rtm) moves at all it loses connection. They also said the rtm is heating up a lot. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.